Event description:
The facility representative reported a pump that failed to alarm at the end of syringe as intended. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation has been completed.